Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle had pierced through the shield in the polybag. The following information was provided by the initial reporter, translated from portuguese: "the 10-pcs insulin package and a syringe came with a needle out inside the package and ended up hurting the employee and the buyer and pierced his hand, the customer gave up because he was injured. Additional information received. October 12, 2023. No need of anvisa notification. I told the clerk that there was no risk, no contamination, nothing. The pharmacy clerk noticed that there was a needle sticking out, that's all. He felt it lightly on his finger, but as the insulin needle is very thin, it didn't pierce or anything, it just stuck, very superficially. That's why it wasn't necessary to activate any other organ. There was no risk of blood or anything like that."

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 23jan2024. H6: investigation summary: sample investigation was performed, and it satisfies the investigation completed from the attached photos. (Samples received).

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle had pierced through the shield in the polybag. The following information was provided by the initial reporter, translated from portuguese: "the 10-pcs insulin package and a syringe came with a needle out inside the package and ended up hurting the employee and the buyer and pierced his hand, the customer gave up because he was injured. Additional information received on october 12, 2023. No need of anvisa notification. I told the clerk that there was no risk, no contamination, nothing. The pharmacy clerk noticed that there was a needle sticking out, that's all. He felt it lightly on his finger, but as the insulin needle is very thin, it didn't pierce or anything, it just stuck, very superficially. That's why it wasn't necessary to activate any other organ. There was no risk of blood or anything like that."

Event description:
It was reported that the bd ultra-fine¿ insulin syringe needle had pierced through the shield in the polybag. The following information was provided by the initial reporter, translated from portuguese: "the 10-pcs insulin package and a syringe came with a needle out inside the package and ended up hurting the employee and the buyer and pierced his hand, the customer gave up because he was injured. Additional information received. October 12, 2023. No need of anvisa notification. I told the clerk that there was no risk, no contamination, nothing. The pharmacy clerk noticed that there was a needle sticking out, that's all. He felt it lightly on his finger, but as the insulin needle is very thin, it didn't pierce or anything, it just stuck, very superficially. That's why it wasn't necessary to activate any other organ. There was no risk of blood or anything like that."

Manufacturer narrative:
D.4. The reported lot# 21225186 was not found for the reported catalog# 324918. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.